Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed one record of power on reset prior to a battery change. A battery cap was not returned with the pump for investigation. Therefore, a test cap was used to complete testing. The pump was exercised for 24 hours without error, alarm, warning or power interruption. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Leak testing revealed moisture ingress due to damage to the pump case and the battery compartment. Moisture was found inside the pump. Investigation confirmed the alleged moisture ingress but did not duplicate the alleged ¿no power¿ issue. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump had a battery compartment with corrosion and a power issue. There was no visible damage reported the patient had a bg over 500mg/dl (meter showed hi) and excessive thirst. Patient noticed a black substance on the perforated positive end of battery described as no moisture but just black debris. The patient required no unusual treatment and discontinued pump therapy. This complaint is being reported as the alleged issue may have contributed to the hyperglycemia.